Event description:
Healthcare professional reported inconsistent carboxyhemoglobin results from an avoximeter 4000 system. Co-oxymetry testing was performed on a patient of unk gender, age, weight, height or diagnosis. The test was repeated multiple times because the initial value was not consistent with expectations, and repeat results were inconsistent with subsequent testing. System operation and sample handling appeared appropriate based on the avoximeter user manual. Liquid and optical quality control tests passed successfully. The accuracy guidelines for carboxyhemoglobin results recommended by clia is <=3.0%. The absolute difference between results (lowest value compared to the highest value) was 3.4%, thus exceeding the limit of accuracy. The instrument was returned to itc for evaluation. Patient death did not occur and there were no serious injuries or other complications related to this event.

Manufacturer narrative:
(B)(4). Method: the actual device was evaluated. Process evaluation was performed. No reports of non-conformance or other anomalies related to the complaint were identified. Results: maintenance problem. Precision of the device was found to be outside acceptable limits. Instrument repair and recalibration is required. Conclusion: out of calibration. The instrument failed wet qc testing and will be sent for repair. When it is returns from repair, it will undergo repeat qc testing to determine if instrument re-calibrated is required to meet precision specifications.

Manufacturer narrative:
This follow-up MDR summarizes the results of (B)(4) which reports results of the second device evaluation. This MDR references itc complaint number (B)(4). Method: the actual device was evaluated. Instrument was serviced and was returned to itc for re-evaluation. Results: mechanical problem. Device failed wet quality control testing. Instrument repair and recalibration required. Conclusion: out of calibration.

Event description:
Follow-up #1.